Manufacturer narrative:
The insulin pump passed the displacement test, prime test, basic occlusion test, excessive no delivery alarm test and off no power test and had operating currents within specification. No unexpected resets, excessive no delivery alarms or low battery alerts were noted during testing. The low reservoir alert functioned properly. However, the insulin pump had no communication with the blood glucose meter and alarmed during the self test due to a faulty connector on the interface board. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a failed self-test alarm. Advised to discontinue use of the insulin pump. No additional information was provided.